Event description:
Per the provider, the increased seizures were likely related to external factors. The frequency of seizures was not able to be provided in relation to pre-vns baseline. The seizures were contributed to other factors unrelated to vns. The patient had a generator replacement occur. Product attempts will not be performed as vns is not believed to be the cause of the increased seizures. No additional relevant information has been received.

Event description:
It was reported that the patient has had more seizures than he usually experiences and one lasted longer than 10 seconds, which was slightly more than normal. It was noted that there was not change in autostimulation data. No known surgery has occurred to date. No additional relevant information has been received.